Event description:
Pt underwent cataract surgery on 3/12/98, and implantation of a staar model aq-2003v intraocular lens in the right eye. The surgeon said the lens was inserted and it floated upward in the eye. The lens ejected a little faster than usual and tore the capsule bag. During the vitrectomy a choroidal hemorrhage was observed. The surgeon is waiting until the eye heals before implanting another lens. Follow-up indicated the pt is improving, the hemorrhage is resolving and the pressure is under control.